Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were all in intact. During functional check, the reported problem was duplicated. Pump was tested on pressure station and failed. Found fluid ingression on the downstream sensor. The root cause of the reported issue was a defective downstream sensor. The downstream sensor was replaced.

Event description:
It was reported that failed occlusion at 9.89 per square inch during testing. No patient injury reported.